Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The qc recovery gave no indication for a performance issue of reagent or instrument. The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable troponin t hs stat results for four patient samples from the cobas 6000 e601 module. Patient 1 initial result was 16.51 ng/l. The repeat result from a cobas e411 analyzer was 8.99 ng/l and the repeat result from the original analyzer was 6.07 ng/l. On (B)(6) 2020, patient 2 initial result was 17.16 ng/l. The repeat result was 11.46 ng/l and the repeat result from a cobas e411 analyzer was 7.98 ng/l. Patient 3 initial result was 11.13 ng/l. The repeat result was 11.62 ng/l and the repeat result from a cobas e411 analyzer was 8.13 ng/l. Patient 4 results were provided as 7 ng/l, 12, ng/l, 17 ng/l, 11 ng/l, and 12 ng/l. The questionable results were reported outside of the laboratory to a doctor. The reagent lot number was 416797 with an expiration date of 30-nov-2020.